Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) actuator to resolve the issue.

Event description:
The customer reported obtaining erroneously low mean corpuscular hemoglobin concentration (mchc), mean corpuscular hemoglobin (mch), hemoglobin (hgb), and white blood cell (wbc) results with high red blood cell (rbc) and platelet (plt) results for four (4) patient samples involving the coulter hmx hematology analyzer with autoloader. Subsequent repeat of the samples in primary mode produced normal results which were considered correct. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided screenshots of results for only two (2) patients involved in this event. A review of the initial run indicates that lower wbc, hgb, mch and mchc, and higher rbc, hematocrit (hct), and plt results were generated for both patients when compared to the rerun results which were considered correct. The instrument also generated *v flag for the plt parameter, and abnormal rbc and plt populations messages on the initial run for patient #1. The instrument generated abnormal wbc and rbc populations instrument messages for patient #2. The customer does not have manual slide review results for this event. Quality control (qc) results prior to and following the event were within range and the instrument is currently performing within qc specifications.